Event description:
Sensing issue: short v-v intervals since the event date. Checked and seen double counting. Pt received 25 shocks for oversensing which appears to be related to the device not the lead. ICD was turned off on the event date. Removed two days later. Interrogation and save to disk sent to medtronic.